Event description:
Pt had subclavian catheter inserted 3/95 for chemotherapy. Approx 4/21/95, pt was noted to have kink in catheter on x-ray. Approx 4/26/95, pt felt a pop as she was bending over. On 4/28/95, unable to access catheter. X-ray showed catheter fractured and segment was in the vein. Attempt at removal was unsuccessful. Pt admitted to or to remove fragment of catheter.